Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to generator change, low sensing was observed while testing lead. Physician decided to improve sensing by lead re-positioning but it was unsuccessful and resulted in increase in pacing threshold. Lead was capped and replaced on (B)(6) 2016. Patient was discharged next day as per routine.